Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: broken on the plug strap and crease fold. Leak test and microscopic analysis was performed which identified: one opening punctured on the radius, broken sharp on the plug strap and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one punctured opening on the radius due to surgical damage like. A sharp broken on the plug strap bond edge due to an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.